Event description:
Additional information reported that the patient had new ¿wires¿ implanted a month prior. The patient was still having trouble charging and did not get all of the coupling bars. The charge was noted to be at 50%. It was thought that the recharger was charging the implantable neurostimulator because the recharger was clicking. It was also reported that the patient was currently charging and was getting all of the coupling bars on the recharger. The patient had been confusing the coupling bars with the stimulator¿s charge level.

Event description:
It was reported there was an implantable neurostimulator (ins) recharging issue. It was noted ¿there was a problem. It was not charging up.¿ connection was not established and the patient was unable to charge at all. The patient had not charged in "at least a month." Overdischarge was suspected and it was also reported that ¿the battery just went dead.¿ no patient symptoms were reported.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was mru. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v388241, implanted: (B)(6) 2010: product type lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010: product type extension; product ID 37642, serial# (B)(4): product type programmer; patient product ID 37651, serial# (b)94): product type recharger. (B)(4).